Event description:
Additional information was received from the patient indication that about two weeks ago one lead controlling electrodes 0-7 was apparently inactivated. This resolved the shocking but compromised the coverage. The issue of high impedances and shocking had not been completely resolved as the one lead that was inactivated had not been replaced and the remaining lead did not provide full coverage.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient noticed a shocking sensation more than a year prior to (B)(6) 2016. Someone made programming changes at that time to stop the shocking sensation. Impedance measurements were taken and all electrode impedance values were greater than 40,000 ohms at 3.0 volts. It was noted that the patient had been running the amplitude at 6 volts. The rep turned amplitude down to 1 volt and ran group impedance with high impedance >4000 on group a2 and normal impedance on groups a1 and a3. The rep checked electrode impedance with different reference electrodes selected and the rep found that all the values on electrodes 0-7 were out of range but with reference 8 paired with 9-15 they were in the normal range. The patient was to have the device replaced due to a normal elective replacement indicator and it was noted that they would discuss replacement options for the lead. The impedance issues were discovered on (B)(6) 2016. It was noted that the patient's husband contacted the rep on (B)(6) 2016 for an appointment but the patient did not notice a change in stimulation at that time. Additional information received from the rep reported they provided a printout of the telemetry to the patient's managing physician and the patient with their physician were going to discuss the situation and decide how they wanted to proceed. The rep have not heard anything new regarding this issue.

Event description:
Additional information received from the physician reported that the patient's implantable neurostimulator (ins) will be replaced and the leads as well. The cause of the reported issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.